Event description:
It was reported that a catheter revision took place on (B)(6) 2012 due to catheter dislodgement. The reported stated that the catheter had 'pulled out of the intrathecal space'. The health care provider (hcp) had noticed increases in the medication and diagnosed the dislodgement after an x-ray of the catheter. The hcp began titrating the medication down at that time. During the revision procedure it was reported that the butterfly anchor was still intact and the second anchor was also intact. The distal portion of the catheter was replaced. Following the revision the entire catheter was primed and the dose was set at 100mcg/day. No patient symptoms were reported. Patient outcome was not provided. The medication used in the pump was lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.